Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported occlusion problems with a handpiece. Timing of event is unk. Pt impact is unk. Additional info has been requested, but none has been received.